Event description:
A report was made to a company that a demonstration infusion bag labeled "not for human use" (nfhu) was alleged to have been inadvertently used while administering antibiotic. In addition, a second infusion bag labeled nfhu was discovered at patient's home.